Event description:
Reportedly, the pt expired approx after an implant duration of 0 days (in 2007, after an implant date of the same day), due to cardiac failure.

Manufacturer narrative:
Device not returned.